Event description:
Prior to use of the rhinaer stylus, a piece of the treatment tip of the stylus was found to be loose. The nurse snapped the piece into place and tested the device. The piece did not appear to be loose and remained intact. During the procedure on the right side, a piece of the treatment tip came off in the patient's nasopharynx. The patient's airway was evaluated with a flexible endoscope down to the carina. No foreign bodies were noted. The patient was alerted to and aware of what happened. Two weeks post-procedure, the patient was reported as doing great.